Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds with possible loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).